Event description:
The following was reported by a davol sales representative: it was alleged that the patient was implanted with a xenmatrix during a hernia repair. The surgeon used the product to bridge a large defect. Per the surgeon the xenmatrix "did not incorporate" and grew mold.

Manufacturer narrative:
We have contacted the initial reporter, surgeon and contact at the user facility several times to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. It was reported a xenmatrix graft was utilized to bridge a defect on a unspecified date. Per the surgeon, the xenmatrix "did not incorporate" and grew mold. Currently, it is unknown if the graft was explanted and medical records have not been provided. The precautions section of the IFU states "when unable to close skin over the xenmatrix surgical graft, ensure that the implant remains moist. Avoid drying of the implant through "continued suction devices", as this may negatively impact the performance of the implant." A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.